Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#: 1627487-2013-00567. The pt ((B)(6)) was implanted with two percutaneous leads from different lots. It was reported an impedance issue was observed for one of the leads. Details regarding the next course of action in this matter have not be disclosed. Since it is unk which lead is the impacted device both lots are being reported.